Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: beeping ICD device: case report. International journal of the cardiovascular academy,. 2015;1:2-3. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implanted leads and device. The article indicated that the patient was admitted to the hospital after hearing the device "beeping." The article reported that the device was interrogated and a decrease in r-wave sensing, lead decrease in impedance and pacing threshold had increased. The lead integrity warning was also observed. Through a chest x-ray, it was found that the lead tip had migrated. The computed tomographic (CT) scan confirmed the perforation with a minimal pneumothorax. The lead was extracted. There were no further patient complications after the removal. A week later, a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.